Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reported feeling fatigued while being very active, with a decrease in heart rate (hr) from mid 90bpm to the lower rate limit (lrl) of 60bpm. Upon review, many premature ventricular contractions (pvcs) were seen when the patient¿s rate is greater than 100 bpm. The pvcs were suspected to have contributed to the decrease in hr, resulting in timing resets. A treadmill test was performed and the appropriate rate response during increased exertion and appropriate rate drop during cool-down was observed. To date, no other adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a copy of device memory was submitted for analysis. Analysis of device memory revealed that the patient was in an atrial tachy response (atr) mode switch. Boston scientific technical services (ts) discussed the possibility of atrial fibrillation (af) causing the patient's symptoms.

Event description:
Additional information was received that the patient was seen for an exercise test and review of the test data found that the patient respiration rate was faster than their heart rate. Ts discussed providing the patient with a respiration versus heart rate chart and also further discussed programming options.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was later electively explanted and returned several years later. No adverse patient effects were reported.